Manufacturer narrative:
(B)(4). Batch # m9129x. The device was returned inside its package previously opened. Upon visual inspection, the tyvek from the packaging was noted to have one tear near the area where the hemostasis button from the device is placed. During the evaluation of the packaging, it was found that the instrument was not snapped into the blister potentially causing additional friction at the tyvek tear area. No conclusion could be reached as to what may have caused the condition of the instrument that led to the damage at the tyvek. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that before an unknown procedure; a hole was discovered in the packaging right where the green button is on the handle. The procedure was completed using same like device. No adverse patient consequences were reported.